Event description:
On (B)(6) 2013, consumer claims breast removed some skin. While at the doctor's office, she had the doctor look at her breast as well. Consumer was given ointment to use.

Manufacturer narrative:
On 07/12/2013 - contacted the consumer and requested the product be returned for evaluation.

Manufacturer narrative:
On 11/11/2015 the returned breast pump was received for evaluation. The reported problem could not be directly linked with the pump. A review of the material did not demonstrate any material or manufacturing defects. A maximum vacuum test performed was within specification. A visual inspection found no sharp/rough edges and or other apparent faults. The exact root cause of the instrument cannot clearly be determined.